Event description:
It was reported that a review of the consult report found minute ventilation (mv) feature noise on the other manufacturer right atrial lead. The episode captured about 6 seconds of noise below the programmed sensing floor, so the noise was not being sensed by the device. It was noted that the impedance values ranged from 460 ohms to 570 ohms. The mv feature was programmed off to mitigate the issue from reoccurring, and the plan was to recheck the patient in six months. This system remains in-service. No adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.